Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an occlusion was confirmed but not reproduced during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a false occlusion alarm. This event occurred during biomed testing in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.